Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The device was in use on a patient, but there was no patient harm reported. The MFR's service tech was unable to duplicate the reported problem but verified the occurrence upon review of the device diagnostic log. As noted, if the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service tech replaced the gas delivery system and cable as a precaution to address the findings. Applicable final testing was completed.